Event description:
Caller reported a malfunction on the pump, specifically identified as malf 5 with fault ID 0x2147. There was no information provided regarding any impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to perform a reset if needed. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if any further malfunctions occur.